Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states the hublock kit is not engaging at the junction box. The cables do not pull correctly so it won't engage.